Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing during a ventricular fibrillation episode, the device was able to deliver a shock ending the episode. Additionally, a signal artifact monitoring (sam) episode was recorded. Further monitoring of the patient and evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.